Event description:
Per biotronik pt tracking, this lead was removed due to intermittent diaphragmatic stimulation and the physician chose to replace this lead with a competitive device. This device was retained by the hospital.